Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found with a loose stopper closure. The following has been provided by the initial reporter: it was reported that the tube opened and blood spilled out.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and upon completion, the indicated failure mode for stopper creepout was observed in two samples. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of stopper creepout. Bd has initiated further root cause investigation relating to the issue of stopper function defects through corrective and preventive actions. H3 other text : see h10.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found with a loose stopper closure. The following has been provided by the initial reporter: it was reported that the tube opened and blood spilled out.